Manufacturer narrative:
On 24-jul-2025, bwi received additional information regarding the event. No error messages observed on biosense webster equipment during the procedure. Procedural act (activated clotting time) was over 300 seconds. No evidence of steam pop. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31534581l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that pvc (premature ventricular contraction) ablation with a qdot micro¿ catheter, the patient experienced cardiac tamponade treated with pericardiocentesis. After the procedure, the physician reported that the patient had developed cardiac tamponade. The procedure involved mapping and ablating pvcs of the lv (left ventricle) and rvot (right ventricle outflow tract). It was reported that the presence of venous blood drawn by pericardiocentesis strongly suggested that rvot was the likely origin. It was estimated that this occurred less than one month after the procedure. The patient was discharged without any issues following pericardiocentesis. Septal puncture was performed with rf (radiofrequency) needle. The physician's judgment on health hazard was non-serious (moderate/minor). No extended hospitalization. Cf (contact force) monitoring methods used were real time graph, dashboard, vector, and visitag. Visitag coloring settings used was tag index, and visitag additional filter used was fot (force over time). The physician's opinion on the relationship between the event and the product was that it is believed that the optrell operation at the rvot was most likely the cause. No abnormalities observed prior/during use of the product. Cardiac tamponade of the rvot was diagnosed because venous blood was recovered by pericardiocentesis.